Event description:
The following information was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer from (B)(6) of peritonitis in a patient coincident with dianeal pd4 ambuflex, dianeal pd4 ultrabag, and dianeal pd1 therapies. On an unreported date, the patient began treatment with dianeal pd4 ambuflex, dianeal during a call to baxter (B)(4) product surveillance, the following was reported. On an unknown date in (B)(6) 2011, the patient experienced peritonitis. The cause of the peritonitis was not reported. On an unknown date in (B)(6) 2011, the patient was hospitalized due to the peritonitis. Treatment was not reported. On an unreported date in 2011, the event of peritonitis had resolved and the patient was discharged from the hospital. Dianeal therapies were ongoing. The reporter did not provide an opinion of causality.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress. The root cause of the reported condition of peritonitis is undetermined.